Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was exposed to moisture from the swimming pool. The customer¿s blood glucose was 129 mg/dl at the time of the incident. The customer states the insulin pump does not display the home screen, and there is fluid in the battery compartment. There is no damage to the casing of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and corroded keypad trace during visual inspection. Unable to perform operating current test, unexpected alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. No constant tone or audio/beep anomaly noted. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing o-ring(reservoir tube), cracked case at reservoir tube window corners and stained end cap sticker.